Event description:
It was reported by service report that the foot end jack could not raise due to a broken pump pedal assembly. However, the head end jack could still be raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.